Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.